Manufacturer narrative:
(B)(4).

Event description:
It was reported "when preparing the supplies on the procedure table, deformation is identified in the catheter, both the protector and the guide." This was found prior to use. There was no patient involvement.